Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact office and contact person - mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - g2 (report source), h8. A getinge field service engineer (fse) checked the machine and found the issue with main board. Needs replacement of main board with new one under cmc. Fse replaced the main board with new one. Checked functionally found ok. Handed over the machine in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cs100 intra-aortic balloon pump (iabp) displaying electrical test fail code 34. There was no patient involvement .